Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing severe pain at the ipg site. The pain started when patient moved in a certain position which pulled the site of the ipg. It was also reported that the patient had inadequate stimulation. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.